Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided). Customer alleged that the "pump took a while to catch up" when customer experienced an elevated bg level. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.